Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: posterior fixation it was reported that intra-op, surgeon was unable to remove the broken off set screw from the tip of the driver. When trying to remove it by force, it seemed that the tip of the driver was broken. The product came in contact with the patient. No fragment remains in the patient. No patient complication were reported.

Manufacturer narrative:
Product analysis result: visual functional a visual analysis reveals that the hex on the tip of the instrument has rounded over or stripped out. This damage as interfered with the movement of the locking tabs at the tip of the instrument not allowing it to function properly. The tip of the obturator is bent. Functional test with a sample set screw confirmed the driver will not release the screw properly. This is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.